Event description:
It was reported that after a vanguard surgery in (B)(6) 2015, the surgeon discovered that he had implanted a bearing after its sterility expiration date. The expired bearing remains in the patient.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Follow up confirmed that the bearing was shipped prior to the expiration date. The product had not been removed from inventory once it passed the expiration date and it was errantly taken into a procedure. No product has been returned as item is still implanted. No further complications have been reported. No other complaints from this item/lot have been reported. Date of event - (B)(6) 2015 (exact date unknown). Implant date - (B)(6) 2015 (exact date unknown).